Manufacturer narrative:
The reported failure of 'unit display was missing segments' was verified. This is a known issue and has been isolated to the user in terface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Please see section h7 for remedial action reference. Complaint trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the customer stated that there were no segments in the display of the device. The customer said that the backlight was lit, but when the unit went through post and after post, all of the segments were missing. There was no patient involvement.